Event description:
Edwards received information that this 29mm bioprosthetic mitral valve, implanted eight (8) years, four (4) months, required valve in valve intervention due to calcification and severe mitral stenosis, which resulted in development of congestive heart failure symptoms. The procedure was successful with no complications reported.

Manufacturer narrative:
Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without the return of the device, edwards is unable to confirm the reported event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.